Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information that the customer was hospitalized regarding medtronic sensor that cause the diabetes ketoacidosis. The customer had concussion and came close to death because of device. The information received on september 17, 2019. Reporter alleges in 2019 the customer began to using an insulin pump. In (B)(6) of 2019, the customer was using medtronic minimed (paradigm pump). On the (B)(6) 2019, the customer admitted to the hospital and intensive care unit with diabetes ketoacidosis for the second time in his life. Customer declined to perform a carelink upload. Insulin pump will not be returned for analysis.